Event description:
It was reported that the patient indicated that the remote monitor was not receiving power. The patient could not try a different outlet at this time due to the placement of the power outlet. A new power cord will be sent to the patient. The monitor had sent prior successful transmissions. No patient complications were reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.